Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the device would not grasp the needle and would not close. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) received one endostitch 10mm suturing device opened by the account with the app ropriate packaging in a damaged condition. The product will expire on 2021-06. The visual inspection of the returned product noted: device had bent blades and was returned with a needle that was difficult to unload. Needle was inspected under a microscope and marks around loading slot were observed for needle. Witness marks from the needle tip impacting the beveled wall were observed on any of the devices. No shearing of the toggle switches was observed for device under microscopic inspection. Pmv performed functional testing where: the bent blades on device could not be straightened out. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory (lot number j7b2321x) and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to not function properly. Difficulty was experienced in loading, unloading or toggling the needle in the device. Jaws were difficult to close. If information is provided in the future, a supplemental report will be issued.